Event description:
Procedure: lobectomy. According to the reporter: after firing, bronchial tube was cut with a knife, and jaws were opened. However, no stapling was completed. To correct the issue, surgeon closed the bronchial tube by hand sewing. No patient harm. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. Oozing bleeding. Additional information requested via email 1. Was any reinforcement material used in conjunction with the stapling device? A. If yes, I. What was the brand of the reinforcement material used? Ii. What was the item code and lot/serial number of the reinforcement material? 2. When will the device be returned? 3. How is the patient currently?

Manufacturer narrative:
(B)(4). Supplemental 01.

Manufacturer narrative:
(B)(4).